Event description:
The customer reported a leak of approximately 5 ml of fluid from the front of the coulter ac*t diff analyzer during startup. The customer indicated that the leak was not contained within the instrument. The customer was wearing gloves during the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and noted that the wbc (white blood cell) bath was intermittently overflowing. The fse replaced the peristaltic waste pump tubing, the vic (vacuum isolator chamber), check valves and tubing, and filters associated with draining the rbc (red blood cell) and wbc baths to resolve the leak. No further leaks were observed and repair was verified per established procedures. Failure mode cannot be determined but the issue was resolved following replacement of multiple tubing and check valves. (B)(4).